Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose levels in the range of 300 mg/dl on the morning of the call. Blood glucose level was 376 mg/dl at the time of the call. Customer reported seeing air bubbles in the tubing. During manual priming, insulin did exit the tubing. When the cannula was removed, customer stated seeing some blood. During troubleshooting, customer was able to remove air bubbles from the tubing. No further information was provided.